Manufacturer narrative:
(B)(4). A ge healthcare service representative performed a checkout of the equipment and found that the equipment failed the preoperative leak test. Inspection of the equipment noted that the flow sensor diaphragms were stuck to the top of the flow sensor housing. The flow sensors and patient circuit were replaced.

Event description:
The hospital reported that, during a case, the bellows collapsed and the patient could not be ventilated. The clinician reportedly swapped out the machine. There was no reported patient injury.